Event description:
(B)(4). This complaint was received by (B)(4) on (B)(4) 2012 (B)(6) for product endotracheal tube (pediatric) size 3.5mm. Customer complaining: "(B)(4) received sales web email which stated that "customer experienced difficulty suctioning with ballard closed suction catheter as they could not advance ballard beyond end distal end of microcuff tube. Customer said it felt like ballard was getting "stuck" on something inside and at the end of microcuff tube."

Manufacturer narrative:
(B)(4). Based on the available info, this issue is deemed a serious malfunction because of the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.